Event description:
Patient sex: unknown. Procedure type: bowel resection. According to the reporter: the device was fired, and then could not be opened to release it from the tissue. The doctor then had to resect around the device to remove it from the tissue. Another device was then used to complete the procedure.

Manufacturer narrative:
Initial report sent: 01/04/2008.